Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 22mm amplatzer vascular plug ii was selected for an embolization procedure on (B)(6) 2021. The device was deployed then unscrewed from the cable. The physician then waited 15 minutes, however the leak was observed and the occluder was removed from the patient. Device was replace with a new 22mm amplatzer vascular plug ii that completed the procedure. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of leak was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.